Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracic surgery right upper lobectomy procedure, rotational knob on stapler very stiff and difficult to move. The doctor did not want to proceed to use stapler over pulmonary vessels in case the stapler was faulty. There was a fifteen minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.